Event description:
It was reported that the large needle driver instrument is defective. No additional information was provided. No patient harm, adverse outcome or injury was reported.

Manufacturer narrative:
The instrument was returned and evaluated. Per the customer reported complaint, engineering conducted performance tests and found the instrument moved intuitively with a full range of motion in all directions. Recognition and engagement passed. Engineering also observed that the distal end of the main tube has various scratch marks concentrated in a 1" long section on one side of the tube. A couple of the scratches are deep enough to have removed tube material. Based on the location and appearance, the damage was most likely caused by instrument collisions. No other damage found. The endowrist instruments instructions for use (IFU) specifically states: general precautions and warnings handle instruments with care. Avoid mechanical shock or stress that can cause damage to the instruments. Do not use an instrument to clean debris from another instrument intraoperatively. This may result in damage to the instruments or other unintended consequences, such as disconnection of the instrument tip.